Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 291 mg/dl. No significant events leading to the alarm were observed. The customer advised that she would treat her blood glucose levels with manual injections. The blood glucose reading at the time of the button error alarm was 160 mg/dl. Advised replacement of the insulin pump. Nothing further reported.